Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) change out procedure, an attempt was made to interrogate the device and no telemetry was able to be established with the device, no tone was emitted with the programmer wand over the device. The ICD was successfully explanted and a new device was implanted. Additionally, a past clinic in person device interrogation showed that the ICD had reached recommended replacement time (rrt) and end of service (eos) approximately 16 days prior. The physician has concern for early battery depletion for the ICD. No further patient complications have been reported as a result of this event.